Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple, forceful presses were necessary for display to activate. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer will continue to use current pump, and has manual injections available for insulin therapy.